Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a maintenance code 3 and an electrical test failure code #53. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Complaint is being redacted and resubmitted as it was assigned to the wrong manufacturer. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Complaint is being redacted and resubmitted as it was assigned to the wrong manufacturer.